Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the incision site did not heal properly. The wound was opening and the anchors were protruding from the wound. The device was removed prophylactically to reduce the risk of the patient acquiring an infection. There have been no reports of further complications regarding this event.